Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s25 (android 15) with mmt1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Based on log analysis, the mobile device and pump were able to bond successfully. However, when the app (acting as the gatt client) attempted to read the gatt services provided by the pump (acting as the gatt server) specifically the device information service (uuid: (B)(6)) the logs indicate gatt service is not provided by the server. Although the android os notified the mobile app that the pump services discovery completed successfully, after that, the android os failed to provide device information service characteristic when it was requested by the mobile app. As a result, the pairing process failed and the connection between the pump and mobile device was terminated. The issue was confirmed through log analysis. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively. Reset the phone. Swipe down from the top of the screen twice. Look at the top left corner and find the power button and then select reset options here. Wait for the phone to restart. Reset bluetooth settings. Open the settings application. Scroll down until you find the general management option. Scroll down until you find the reset option scroll down until you find reset wifi and bluetooth settings tap the blue reset button at the bottom of the screen. Reset cache and app data for the bluetooth app open the settings application. Scroll down until you find the apps menu tap on the sort button enable the show system apps toggle and tap ok scroll through the list of apps and find the bluetooth agent app and tap on it find and tap the storage option. At the bottom, tap clear cache and then tap clear data check for updates: go to settings , system and update, software update to ensure your phone's operating system is up to date. As per csr we can see that patient started uploading snapshot data from 25th jan 2026. If customer still face issue we request helpline to reopen ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. And diagnostic logs were uploaded successfully . The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application.